Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that hcp explanted patient left neurostimulator and extension aug. 14th, due to infection. Patient is to have reimplant on oct. 6th. Additional information received from rep indicating that the remaining extensions that were cut off were pulled out yesterday, oct 6th, due to an infection, not extension issues. Hcp placed two new extensions and a new battery in the left chest. Issue has been resolved. Explanted devices were discarded per infection protocol of hcp.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# unknown implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that hcp explanted patient left neurostimulator and extension (B)(6), due to infection. Patient is to have reimplant on (B)(6).